Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 2. 5x24mm drug eluting stent was implanted in the proximal lad in 2006. Eleven mos later, the patient had been taken off plavix due to an upcoming surgery. "The patient was brought into the ER and taken to the ccl where the physician ballooned the thrombosis with a maverick balloon and placed a stent of another manufacturer." The patient was started back on plavix and is reported to be doing fine. Additional information has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unk. The cause of the difficulties stated in the complaint could not be determined.